Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer noted that the reported issue occurs when the tanks are changed on the laboratory water system.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Water quality issues could be excluded because other assays were not affected. Additional information for further investigation was requested but not provided. No additional complaints of this nature have been received from the customer.

Manufacturer narrative:
The customer noted that the laboratory's previous water system had used glycerine on the o-rings to provide a seal. The customer has insisted that with the installation of a new external water system, that the company's service technicians use less glycerine. They are also instructed to wipe the excess glycerine clean from the o-rings. The new system they installed now has a poor water quality alarm. Unlike the previous system, when the ohms resistivity is exceeded, there is an audible alarm. Since these changes, they have seen no other issues with triglycerides.

Event description:
The customer reported that they had low quality control recovery and questionable patient results for triglycerides. Prior to this issue, the customer had a cell blank measurement performed for crp and d-dimer during a visit from the field service engineer. The customer also stated that they had service performed on their external water system. It was explained to the customer that maintenance on an external water system may sometimes affect triglycerides due to introduction of glycerin to the water system and analyzer. Due to the service performed on their external water system, the customer was advised to flush the analyzer by performing bath exchanges and air purges. The customer pulled approximately 50 patient samples to re-test. Data was provided for 45 patient samples, and of these, two had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 216 mg/dl and this result was reported outside of the laboratory. The sample was repeated and resulted as 305 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted as 241 mg/dl and this result was reported outside of the laboratory. The sample was repeated and resulted as 181 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The triglycerides reagent lot number was 60254301 with an expiration date of 07/31/2015. The customer declined a service visit.